Event description:
Customer reported her insulin pump keeps alarming no delivery and she has to change her insertion site several times a day. Customer's blood glucose was 380 mg/dl. She treated with the device. Customer has called in before for the same issue. Last time, the no delivery alarm was caused by a site occlusion. Customer was advised to try different cannula lengths. She was advised to monitor the device and call back if the problem recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.